Event description:
Reporter alleged obtaining discrepant blood glucose values of 41 mg/dl back to back with a result of 125 mg/dl when testing was performed one minute apart on the advantage system. Reporter stated she was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.